Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the cardiac resynchronization therapy defibrillator (crt-d) implant procedure, the tip of the guiding catheter used for left ventricular (lv) lead placement had broken off around the lead. The lv lead and catheter were successfully removed from the patient. The catheter will not be returned. No adverse patient effects were reported.